Event description:
It was reported that the stenoscope system intermittently had out of focus, fuzzy images during a case. The procedure was completed without incident and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections to the camera were checked during the service call. The system was tested and found to be working as intended and put back into service.